Event description:
It was reported that the patient with this implantable lead had exhibited infection and sepsis. No additional adverse patient effects were reported. This implantable lead remains in service.